Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that they would receive a replacement pump with updated software and was advised on steps to take upon receiving the new pump. The customer was instructed to return the defective pump along with a pre-paid label through ups within 10 days. Technical support confirmed the shipping details, and the customer understood and acknowledged the instructions and information provided.